Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital with trouble breathing. Review of the system revealed a lack of pacing and loss of capture as well as high thresholds on the right ventricular (rv) channel. Oversensing of noise was also noted. An x-ray taken indicated the rv lead insulation may have been damaged due to a subclavian crush. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.